Manufacturer narrative:
This is 4 of 4 reports. The device is not available to the manufacturer.

Event description:
It was reported that during the anterior cerebral aneurysm (aca) coil embolization procedure while placing the coil inside the aneurysm the physician noticed a thrombus forming close to the neck of the aneurysm. The physician stopped the coiling and removed the microcatheter from the patient's anatomy. Administered pharmacological agents to the patient to address the thrombus, after a few minutes, the physician did a contrast run and still saw slow flow into the aca and contralateral a2. The physician planned to stent the artery so another microcatheter and guide wire was placed into the ipsilateral a2. At this point, there was no contrast seen flowing into the other a2, then the physician decided to perform aspiration. The subject guidewire and microcatheter were placed into the vessel had the thrombus/no blood flow. The physician took the subject guide wire distal to the location of the thrombus and used the aspiration catheter to take the thrombus out of the patient's anatomy. Prior to the aspiration the physician performed a contrast run through the artery, extravasation and artery perforation could be seen near the contralateral a2. The physician administers protamine to the patient as a additional medication and used an occlusion balloon catheter to place up to the site of artery perforation. Then the occlusion balloon was inflated in the a1 segment without any difficulty. The occlusion balloon was deflated and navigated proximally into the internal carotid artery (ica). The occlusion balloon was again inflated and visible upon inflation and the contrast run showed that there had been a rupture of the internal carotid artery. The occlusion balloon and guidewire were removed from the patient's anatomy. As a medical intervention, the physician placed an external ventricular drain (evd) and coiled off the ica. Post procedure, the patient passed away and the physician does not allege any malfunction against the device used in the procedure that could have caused the patient death. No further information available related to the reported event.

Event description:
It was reported that during the anterior cerebral aneurysm (aca) coil embolization procedure while placing the coil inside the aneurysm the physician noticed a thrombus forming close to the neck of the aneurysm. The physician stopped the coiling and removed the microcatheter from the patient's anatomy. Administered pharmacological agents to the patient to address the thrombus, after a few minutes, the physician did a contrast run and still saw slow flow into the aca and contralateral a2. The physician planned to stent the artery so another microcatheter and guide wire was placed into the ipsilateral a2. At this point, there was no contrast seen flowing into the other a2, then the physician decided to perform aspiration. The subject guidewire and microcatheter were placed into the vessel had the thrombus/no blood flow. The physician took the subject guide wire distal to the location of the thrombus and used the aspiration catheter to take the thrombus out of the patient's anatomy. Prior to the aspiration the physician performed a contrast run through the artery, extravasation and artery perforation could be seen near the contralateral a2. The physician administers protamine to the patient as a additional medication and used an occlusion balloon catheter to place up to the site of artery perforation. Then the occlusion balloon was inflated in the a1 segment without any difficulty. The occlusion balloon was deflated and navigated proximally into the internal carotid artery (ica). The occlusion balloon was again inflated and visible upon inflation and the contrast run showed that there had been a rupture of the internal carotid artery. The occlusion balloon and guidewire were removed from the patient's anatomy. As a medical intervention, the physician placed an external ventricular drain (evd) and coiled off the ica. Post procedure the patient was passed away and the physician does not allege any malfunction against the device used in the procedure that could have caused the patient death. No further information available related to the reported event.

Manufacturer narrative:
Although the device history record (DHR) could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that during the case, there was an artery perforation and subsequently, the patient suffered a rupture of the ica (internal carotid artery) causing extravasation. An evd (external ventricular drain) was put in during the case. Post procedure, the patient passed away. Additional information provided by the customer indicated that the observed incident was an internal carotid blowout / bleed and the cause of death beyond that is unknown. It is unknown if there were any pre-existing conditions that caused the death. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this complaint of patient vessel perforation.